Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which insulin was not being delivered properly and she experienced high blood glucose level. Therefore, on (B)(6) 2023, she first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, she was transferred to the intensive care unit. Her highest blood glucose level related to the incident was over 300 mg/dl and had small ketone level which the healthcare professional assessed as dangerous/life-threatening. Moreover, the infusion set was used for three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.